Event description:
Pt's adverse event was forwarded to merz aesthetics, inc from (B)(6). The initial complaint came from (B)(6). (B)(6) injected a female pt with 1.5 cc radiesse on (B)(6) 2012 in folds and cheek with a cannula. The pt received antibiotic prophylaxis with baycip 500 mg (1 tablet/8 h). On (B)(6) 2012, the physician received a call from the pt stating that she has a significant edema in the left side of the hemiface and an induration in the treated area. On (B)(6) 2012, the involved pt goes to a clinical review, where the physician observed cellulite in left nasolabial fold and edema around the left side of the hemiface. The physician explored the area and she stated that is hard, but not fluctuating. Urbason 60 im was indicated and the physician also increased the antibiotic dose treatment (amoxicillin/clavulanic 875/125 each 8 hours). The physician recommended to the pt inmunoven as homeopathic immune booster.

Manufacturer narrative:
A review of the device history records indicated reported lot 1032125 met all specs prior to release. The pt's recovery status was requested and not received to date.